Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete electrode was returned. Visual inspection noted that the shocking coil was stretched at the proximal end and bunched on the distal end with tissue noted. This damage was likely induced at explant. The silicone insulation under the proximal end of the shock coil was also noted to be pulled back. This too was likely induced at explant. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed, and no issues were noted. The allegation of ineffective shock could not be confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. The allegation of physical damage on the proximal end was confirmed. The shocking coil was stretched on the proximal end, bunched on the distal end and tissue noted on the coil. This was determined to be likely induced at explant.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode had evidence of ineffective shock delivery for ventricular tachycardia (vt). Surgical intervention was performed to reposition the system. Visual inspection identified electrode damage at the proximal end of the shock electrode. The electrode was explanted and replaced without incident. The existing device remains implanted and in service.